Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed on the leaflets, after deployment the clip opened to approximately 40 degrees. A mitraclip ntw and a mitraclip xt were successfully implanted to stabilize the first clip and further reduce the mr and the procedure was discontinued. The final mr was grade 1. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported unintended movement associated with clip opened while locked could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.